Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" sensor error message was received with the adc device. The customer lost consciousness but regained consciousness after 2 minutes but treatment was reported as no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "scan again in 10 minutes" sensor error message was received with the adc device. The customer lost consciousness but regained consciousness after 2 minutes but treatment was reported as no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Did not observe scan timeout error message. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.